Event description:
A (B)(6) male with a pmhx significant for spherocytosis presented to the ed on (B)(6), with ataxia. He was administered a j-tip in the r ac prior to IV start at 23:22. Labs were sent and the tox screen came back positive for lidocaine toxic level of 7238, range of 1500-5000 and clonazepam. A second tox screen was sent at 04:45 which came back negative for lidocaine. Of note, the pt was transferred to the picu for a code event at 4:45 where he became unresponsive. This occurred shortly after the 2nd set of labs were drawn for repeat tox screen. Hpi: mother takes gapapentin, klopazepam, topamax; (B)(6) lives in house also while she is dealing with cancer, has many meds that mom doesn't know of, but keeps them all up as well. Pmhx/pshx: spherocytosis, followed by primary care, dx with yellow eyes at an ophtho visit last year.